Event description:
A customer contacted beckman coulter inc. (Bci) stating a reagent probe was leaking fluid onto cover of the unicel dxc 600 pro synchron clinical system. No fumes were produced, customer was not harmed and did not need medical treatment.

Manufacturer narrative:
A field service engineer (fse) went on-site (B)(4) 2011 and noticed liquid around reaction wheel but did not notice any probe leaking. Fse replaced level sense bead, reinstalled probe and performed alignments. Customer ran qc and noticed a slight drip at reagent probe home location. Fse replaced collar wash vacuum valve and verified repair per established procedures and no further leaks were observed.